Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. At approximately 8:35 am, the patient experienced a seizure. It was reported the parents treated the patient with an oral gel and apple juice. The patient recovered and no additional intervention was required. The patient¿s cgm displayed signal loss prior to the seizure. The sensor insertion site, insertion date, blood glucose (bg) value, or other details were not provided. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No additional patient or event information is available.